Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in all instances the cuff was checked before intubation but then could not hold air after intubation. There was no reported allegation of patient death or serious injury.